Manufacturer narrative:
The reported events of noise resulting in an oversensing and impedance anomaly were confirmed. As received, a complete lead was returned in two pieces. A scanning electron microscope evaluation verified that all eight filars of the inner coil were fractured at the proximal region. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Event description:
During follow-up, noise resulting in oversensing and varying low voltage impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. The patient was stable.